Event description:
Major pump unit(s) involved: blood pump. Additional text: bend relief disconnected. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief disconnected. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: surveillance cxr q month no other interventions at this time. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.